Event description:
The patient presented with a ruptured anterior communicating artery (aca) aneurysm. During the embolization procedure, the patient suffered a thrombus in the right aca a2 segment that was treated with integrilin. The event was reported to be "resolved with no residual effects".

Manufacturer narrative:
Device code: other for no allegation of product malfunction or non conformance contributing to the reported event. Additional information was received from the user facility. The coils were used in accordance with the directions for use, and continuous flush was maintained. The physician stated he could not say what caused the thrombus. "Just an occurrence that sometimes happens during a coiling procedure." He did not feel there were coils protruding into the parent artery, and did not think it had anything specific to do with the equipment.